Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Cracked case at display window corners, minor scratched display window and missing end cap sticker noted.

Event description:
It was reported that the insulin pump alarmed button error after it had been submerged underwater. The blood glucose reading was 95 mg/dl. The customer stated that she had jumped into the pool with the device on. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.